Manufacturer narrative:
A review of the device history record (DHR) for lot number 18a132062 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. For sterilized products, the device history record and the sterilization documents undergo further review prior to release. Without the band that bundles the sponges together, we cannot investigate the machine that produces the sponges. Per the photo there is only 8 sponges spread out on the table. Potential causes of miscount may include: depending on the size of the sponges, extra movement is performed to rotate the sponges prior to banding; resulting in sponge loss or the weight of the material could have resulted in the machine banding additional sponges. There is a chance the sponge fell out in the packaging of the sponges. The reported customer complaint is confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states there were only 8 pieces of gauze in a stack instead of 10.